Event description:
It was reported that the customer's insulin pump had scratches on the lcd screen. The customer wore the insulin pump in her bra and the underwire scratched it. The customer had a hard time reading the screen. Sometimes she had to turn the light on the insulin pump to see it. Her blood glucose level was not reported. She was advised to disconnect from the insulin pump and revert to a backup plan. The product was returned. Nothing further to report.

Manufacturer narrative:
The insulin pump was received with minor scratches on lcd window and cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.